Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon has been inflated. In the as-returned condition the balloon was deflated. Microscopic inspection of the balloon surface revealed no damage or irregularity. After introduction of a 0.018 inch reference guidewire, functional testing was performed by successfully inflating the balloon with 6 atm (np) and up to 14 atm (rbp). Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which each instrument is tested for air tightness by means of a high-pressure test. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.

Event description:
An oscar peripheral multifunctional catheter system was selected for a pta with the recanalization of sfa right side. After pre-dilatation with the oscar pta balloon, a pulsar-18 t3 was placed. Afterwards, the same oscar pta balloon was used for post-dilatation but ruptured at 8 atm.